Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis machine that connects to pharmacy refrigerator that hold oncology medications was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machine connected to the pharmacy refrigerator storing oncology medications was non-functional. The technical support specialist guided the customer to run recovery storage space, which successfully released the refrigerator lock. The customer completed inventory counting, closed the refrigerator, and confirmed that it functioned properly after testing. The system operated as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis machine that connects to pharmacy refrigerator that hold oncology medications was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.